Event description:
Customer reported control was failing for bilirubin.

Manufacturer narrative:
Customer reported the ichem velocity failing ca control for bilirubin and noted the first chemistry pad was not being dosed. There were no reports of patient results being affected and no reports of change to patient management as a result. An iris field service engineer (fse) instructed the customer over the phone on the proper way to adjust the probe alignment. The customer ran qc which passed. System was operational.